Manufacturer narrative:
Analysis was not completed at the time of this report. Once analysis is complete a follow up report will be sent. Product ID (B)(4) serial# (B)(4): product type programmer, patient if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis found product (B)(4) had no significant anomaly, stim ins/battery/reduced capacity due to overdischarge. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 97740 lot# (B)(4) implanted: explanted: product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the exact cause of the shocking/stimulation stopping was not determined. The rep reported that it was unknown if the physician mode recharge (pmr) was successful. The rep reported that no further actions/interventions were planned. No further complications were reported.

Manufacturer narrative:
A correction was made. An evaluation code method was added as a correction. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97740, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their neurostimulator (ins) that was implanted for non-malignant pain. It was reported that while taking a trip to puerto rico, patient rented a car and it gave her an electric shock which burned her finger and turned off the stimulator/therapy and now she could not charge at all. Patient was also not able to charge while in (B)(6) because there was no electricity there. Now when the patient attempts to charge, she sees the reposition antenna message. Patient saw the poor communication message on their patient programmer. When patient tried to sync it, it was not working. The last charging session was more than one to three months ago. Patient realized she was not able to charge when she attempted to use her insr. Patient was redirected to their hcp to get the device checked and address possible overdischarge. On (B)(6) 2017, manufacturer rep reported that stated that they were in (B)(6) and were starting a car and got a severe electric shock when she put the key in the ignition. Since that time, patient cannot turn her ins on and also cannot charge. It was very difficult for rep to determine over the phone, what exactly the patient was seeing on their programmer. Rep was going to see the patient on (B)(6) 2017 at hcp's office. No further complications were reported/anticipated. Additional information was received from the manufacturer representatives. It was reported that patient's appointment got moved to (B)(6) 2017. At that appointment it was reported that patient got a shock when she was starting an automobile and since that time her ins 'shut down'. The caller states the shock came through her finger, through her whole body stim shut off. This only affected the patient's ins. Patient was in puerto rico at the time of the incident and the caller speculated that perhaps water damage to the car (from the hurricane) had something to do with the event. Patient returned to their hotel after the incident to try to charge the ins and could only get the 'reposition antenna' screen. The patient had charged in october prior to the event. It was reviewed that the caller could attempt the physician mode recharge (prm) on the ins but it is unknown if it would emerge or what the stimulation/function of the device would be like post-prm. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that high impedances led to a lead replacement.